Event description:
It was reported that the patient had been hospitalized with hyperglycemia and diabetic ketoacidosis. The patient's pdm (personal diabetes manager) was not charging properly and not turning on. Blood glucose levels reached over 250 mg/dl. The patient was treated with fluids, insulin and vitamin b. The patient was released the following day. The pod was not worn at the time of the incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.